Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been receiving power error detected alarms over the last week. They reported that they have put six batteries in the insulin pump in a 24 hour period. The customer's blood glucose value at the time of the incident was over 500 mg/dl. The customer had previously called to report a power error detected. The power error detected recurred within a week of troubleshooting previous occurrence. The customer declined to troubleshoot for the high blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.